Event description:
It was reported that the implantable neurostimulator (ins) wouldn¿t charge because ¿nothing was working.¿ the patient had been having an issue ¿trying to find the ins¿ 6-8 months ago. The patient had met with a manufacturer representative ¿over and over again¿ to reprogram the ins because the patient¿s stimulation was ¿bothering the patient.¿ the patient¿s healthcare provider (hcp) had decided to medicate the patient rather than deal with the stimulation therapy. The patient was ¿depressed about it¿ and had felt like the stimulation was shocking, rather than helping. The patient had then decided to quit using the ins, but needed it again at the time of this report. The patient had last felt stimulation approximately 5 months ago. The patient had last charged the ins approximately 5 months ago. An overdischarge was suspected. The patient had an appointment scheduled with the hcp for the (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (b)(5) 2013, product type: lead. (B)(4).